Event description:
It was reported to philips that the azurion device turned off un-commanded. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and installed software rail 1.2.5. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment turned off twice and the screens went blue. Review of the system log file showed an error in the internal ups. Upon further inspection fse suspected there might be an electrical failure. Fse installed the reconfiguration software. After installing the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.